Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Pre-dilation was performed with the 1.5x20mm maverick 2 balloon inflated two times to nominal pressure and the balloon ruptured. Dilation was then performed with the 3.0x8mm quantum maverick balloon inflated 3 times to 18atm and the balloon ruptured. Ivus confirmed that there was no vessel damage. The procedure was completed with a different balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Pre-dilation was performed with the 1.5x20mm maverick 2 balloon inflated two times to nominal pressure and the balloon ruptured. Dilation was then performed with the 3.0x8mm quantum maverick balloon inflated 3 times to 18atm and the balloon ruptured. Ivus confirmed that there was no vessel damage. The procedure was completed with a different balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).